Event description:
It was reported that during remote follow-up, the patient presented with oversensing due to high frequency noise on their right ventricular lead. No further information about intervention was reported and the lead will continue to be monitored. There were no patient consequences and the patient was in stable.